Manufacturer narrative:
Date rec'd by MFR: 20may2019. The manufacturer's field service engineer confirmed the reported problem. It was clarified that this event did not occur during clinical use. There was no patient involvement. The manufacturer's field service engineer replaced the power management printed circuit board assembly to address and correct this reported condition. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that unit cuts off when connected to power. This event did not occur during clinical use. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer contacted technical support (ts) stating that unit cuts off when connected to power. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.